Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that the silicone tubing was separated from the female connector/main body. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. It was further reported that the mini-set line had been damaged and the tubing of the miniset line had pulled away from the twist clamp causing dialysis solution to leak. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.